Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to occlusion caused by bent cannula event on (B)(6) 2026. No further information available.